Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on january 24, 2024 during a posterior fusion and percutaneous vertebroplasty for l3 pseudarthrosis , a vbs stent balloon in question ruptured during trial ballooning because the vbs stent balloons were instructed to give the wrong sizes. In the surgery, the surgeon performed the fusion from l2 to sai and vbs at l3. The sales rep designated the boxes and instructed the nurse to open them. While inflating a trial balloon, one side of the balloon burst. When the stent balloon was inserted, the sales rep realized that he had given the wrong size because when he checked the image during insertion, the left and right sizes were different. The s size was replaced with m size. Also, the screw was opened because there was an area where the surgeon wasn't sure whether to insert a screw or not. However, the surgeon determined not to insert, so the screw was not used. The surgery was completed successfully within 30 minutes surgical delay. No further information is available. This report is for one (1) vbs w/balloon sm this is report 1 of 1 for complaint (B)(4). This compliant is related to complaint (B)(4). Which captures reported depuy spine screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: device history record (DHR) review conducted: part: 09.804.600s. Synthes lot: 82273404. Supplier lot: 82273404. Release to warehouse date: 01 may, 2023. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.